Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance was obtained during vns generator replacement surgery due to generator end of service. The generator was noted be at eos = yes upon interrogation immediately prior to the surgery. When the new generator was attached to the resident lead, high lead impedance >10,000 ohms resulted. As a pin insertion issue has been ruled out, a lead fracture was suspected to the cause of the high impedance. A new lead was implanted along with the generator. Diagnostics were within normal limits with the new devices. The explanted lead and generator were discarded by the hospital. Attempts for additional information were unsuccessful as the reporter declined to provide additional information.